Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly. However, the pump had moisture on the keypad traces. The pump had a cracked reservoir tube lip, a cracked reservoir tube, a loose/flush drive support disk, cracked battery tube threads, a broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been dropped and the reservoir compartment was cracked. Customer also reported that the drive support cap was sticking out. Blood glucose level at the time of the incident was 50 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.